Event description:
The clinic reported that a laser vision correction patient presented with dry eye that has not improved with artificial tears (only), superficial punctate keratitis, blurry vision (fluctuating) in both eyes almost 3 months post treatment. It was stated that the patient was given restasis (rx-twice a day in both eyes) at the follow up visit. Loss of best corrected visual acuity (bcva) was reported. The patient complained of dry eye, blurry vision and that vision fluctuates during her visit. Bcva right eye pre-op 20/20 post-op 20/40. Bcva left eye pre-op 20/20 post-op 20/30.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: (B)(4). Placeholder.